Event description:
Customer states, the legrest pads are worn down and the customers legs end up directly on the metal, which has cause some skin breakdown. He states its lingering redness and after they get the consumer out of the chair the redness dissipates.